Event description:
A confirmed pump motor stall was reported. A pump motor stall occurred in 2009 with a motor stall recovery recorded in the next day. Another pump motor stall occurred in the following day with no motor stall recovery noted. The pt experienced increased spasticity and, it was believed, fever. It was unk if there was electromagnetic interference. The pt underwent a pump replacement. Final pt outcome was not reported. The pump was used to deliver lioresal. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.